Event description:
Customer reported damage to tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Customer had been using third-party charging supplies, and cts arranged for replacement of the damaged charging supplies with two-day shipping.